Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 460mg/dl. The nurse states the customer has been in and out of the hospital due to ketoacidosis. The customer was placed on IV trip. The nurse states the customer's levels have risen as high as 500mg/dl. Nothing is being replaced or returned at this time.